Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) displayed a less than 10 ohms indicator upon interrogation. The concommittant permanent pacemaker was also suspected to have malfunctioned, as a long pause was noted post shock.